Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in hospitalized due to low blood glucose on (B)(6) 2020 with unknown blood glucose level. The customer reported that the insulin pump had battery died every day. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. The information related to event has been updated. The updated information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level of 17mg/dl.